Event description:
The customer reported a button error alarm and numbers ramping up on the screen. Advised that the insulin pump would be replaced. The customer then stated that she was hospitalized on two occasions for low blood glucose levels. Once on (B)(6) 2010 with a blood glucose reading of 33 mg/dl and mental confusion. Another on (B)(6) 2010 with a blood glucose reading of 22 mg/dl. The customer stated that she fell down a flight of stairs and fractured her back. The customer stated that she over bolused, causing her blood glucose levels to drop. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.